Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. There were no bolus requests made on (B)(6) 2017. There were no erratic basal rate adjustments. Complaint could not be confirmed. There was no evidence of device malfunction.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that half of the pixels on the pump's touchscreen were missing and the customer was unable to unlock the screen. The customer's blood glucose (bg) level was 48 mg/dl. Juice and food were consumed to address the low bg level. The customer was a "fragile" diabetic and could not identify the cause of the low bg. As the pump was unable to be unlocked, tandem technical support was unable to troubleshoot for the low bg. The customer was to use insulin injections to manage diabetes.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. No device issue related to the reported low blood glucose was identified.